Event description:
Information was received indicating that the flange to a smiths medical bivona customized flextend tracheostomy tube tore during a routine trach change. A new tube was used to place in the patient with no reported adverse effects.